Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, inratio: 2.5, lab: 1.9. Tests were performed about 40 minutes apart. Therapeutic range: 2.5-3.5. Pt self tester ordered strips off of the internet. Customer states that strips may have been left out in the heat.

Manufacturer narrative:
Retain strip testing results met both accuracy and precision criteria. Improper storage condition was identified in the compliant. This could not be ruled out as a cause of the unexpected results. Root cause could not be determined from the info provided by the customer. Corrective action is not required at this time as product deficiency was not established.